Manufacturer narrative:
.

Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was 116 mg/dl. The button error was cause by corroded keypad and insulin pump was returned and replace. No further information was reported.